Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used.

Manufacturer narrative:
Blood was observed on the adhesive pad. The downloaded data shows that the device completed first and second priming sequences as well as operated normally until it was deactivated at pulse 3801. The needle mechanism was inspected and no damages or abnormalities were observed that could contribute to an early deployment of the needle. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. The device functioned as intended. Further investigation of the device discovered the tip of the hard cannula curled. The damage observed on the needle tip is the cause for the presence of blood on the device.